Manufacturer narrative:
Section a2: age and date of birth: unknown; requested but not provided. Section a4: weight: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lens (iol) was cracked. Only the injector touched the right eye. The issue was not due to use error. The procedure was completed successfully with a back-up lens (same model and diopter). There was no patient injury. No additional medical or surgcial intervention was required. The patient is fine. The device was discarded. No further information was provided.